Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. On (B)(6) 2018, the unit was triaged and service found that the unit did not provide a sound output during startup.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿a non-specific issue was reported by the customer. The unit was triaged and service found that the unit did not provide a sound output during startup.¿ the unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.